Manufacturer narrative:
Baxter received and evaluated the device.   A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line which was not reproduced. The reported air in line was verified through a review of the event history log as air in line alarms and found during a visual inspection to be caused by cracks in the ultrasonic tail flex. The ultrasonic assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms, which were not reproduced during evaluation. A review of the event history log identified system error 345 alarms. The cause was determined to be a failed downstream sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm and an air in line. There was no patient involvement. No additional information is available.